Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaints. The battery and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a damaged main circuit board and faulty battery. There was no patient harm or serious injury reported as a result of this incident.